Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button was not responding. Customer's blood glucose level was 5.9 mmol/l. Customer was advised that she can no longer use the pump. Customer is not using carelink and will need help to retrieve settings from the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).